Event description:
At the end of a common flutter ablation procedure, the post-procedure transesophageal echocardiogram was normal. In the recovery room, the patient complained of chest pain, so a transthoracic echocardiogram was done which revealed a pericardial effusion. A pericardiocentesis was performed and 500 ml was drained and the patient stabilized. It was later noted that one lesion near the inferior vena cava showed a rise in impedance (from 90 to 120 ohms), which may explain the occurrence of the effusion. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.